Manufacturer narrative:
The event occurred from (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 11, 2022 - july 12, 2022. H10: the device was received for evaluation. Visual inspection along with magnification with the fill port cap removed did not did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed in the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.